Manufacturer narrative:
Argus case: (B)(4).

Event description:
I accidentally drank your polident last night. [Accidental device ingestion] stomach so that hurts [stomach pain]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a 78-year-old female patient who received denture cleanser (polident 3 minute denture cleanser tablets) tablet (batch number 839f, expiry date 31st october 2024) for drug use for unknown indication. On (B)(6) 2023, the patient started polident 3 minute denture cleanser tablets. In (B)(6) 2023, an unknown time after starting polident 3 minute denture cleanser tablets, the patient experienced stomach pain. On (B)(6) 2023, the patient experienced accidental device ingestion (serious criteria gsk medically significant). Polident 3 minute denture cleanser tablets was discontinued on (B)(6) 2023 (dechallenge was positive). On an unknown date, the outcome of the accidental device ingestion and stomach pain were recovering/resolving. It was unknown if the reporter considered the accidental device ingestion and stomach pain to be related to polident 3 minute denture cleanser tablets.this report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer on 27feb2023 via call center representative (phone). The consumer reported that "I accidentally drank your polident last night. I called poision control and an ambulance came to. I have problems with my stomach so that hurts. But I am felling better now. I was wondering if I will feel better"